Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy rouxen y loop for choledochostomy on (B)(6) 2011 and suture was used. The patient returned to surgery for evacuation of a hematoma of the wound and continuous suture was found to be broken on the fascial layer.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a laparoscopic converted to open cholecystectomy with roux-en-y hepaticojejunostomy reconstruction on (B)(6) 2011 and suture was used on the fascia layer. The anterior sheath was closed with a continuous stitch. The patient felt initial pain on (B)(6) 2011 after bumping against the wheelchair arm, then developed a clinically significant hematoma and pain the next day on (B)(6) 2011. On (B)(6) 2011, the patient returned to surgery for evacuation of a hematoma of the wound and continuous suture was found to be broken in the mid section of the anterior sheath of the fascial layer. On (B)(6) 2011, the patient's wounds were healing and he was clinically well.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.